Event description:
While the physician was placing the needle onto the syringe, she noted that the needle hub was cracked. She used a spencer wells forceps on the needle to try and tighten the syringe onto the needle. At this point, the plastic of the needle hub shattered. The physician was treated for corneal abrasion.